Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient¿s implantable neurostimulator (ins) pocket was infected. The area around the ins pocket was red, hot, and swollen. It was unknown what factors may have led to the issue. It was unknown if any treatment was done prior to the ins and extensions being explanted. The issue was resolved after explanting the ins and extensions. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.